Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet bionic pancreas, with a documented lowest blood glucose of 65 mg/dl for less than 30 minutes and device low alerts received; the user self-treated with oral glucose and no medical intervention or assistance was required. Symptoms included anxiety without loss of consciousness or other acute neurologic signs. Outcomes included transient hypoglycemia with resolution after carbohydrate intake and no hospitalization. Investigation included complaint intake, troubleshooting, and user education. Investigation of this case revealed no device malfunction identified and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.